Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The large suturecut needle driver instrument was found to have a broken grip at the grip base. A piece approximately 0.110 x 0.309 was found to be broken off the yaw pulley and was returned along with the instrument.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the large suturecut needle driver instrument tip broke and was retrieved inside the body. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the robotics coordinator confirmed the procedure in progress was a pancreatectomy (whipple) procedure. It was confirmed that the large suturecut needle driver was inspected prior to use with no damage observed. Prior to the instrument tip breaking, the instrument had been in use for about two to three hours. The surgeon was suturing or cutting at the time of the instrument tip breaking. No instrument collision was noted. A prograsp or bipolar instrument was used to retrieve the fragment. The customer informed that the staff confirmed the fragment was retrieved. No additional surgical procedures were required to remove the fragment and there were no post-operative tests like x-rays or ultrasound performed. It was noted the patient had not returned to the hospital for any post-surgical complications. The instrument and fragment would be returned for review. The customer noted that the image was sent along with instrument and broken piece. The procedure was completed robotically with no patient injury or harm. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon informed the instrument was inspected prior to insertion, and no signs of the jaw being faulty were observed. Given the jaw could not be opened manually; there was no way of ¿testing¿ the jaw. The surgeon informed that when the reported fragment broke, the instrument had not been used. It was stated there was no force applied as the needle was about to be grasped. When the instrument jaw was opened, the break occurred. The surgeon suggested the logs be reviewed for instrument life and to see how extensive the use was per case. The broken fragment was retrieved with the instrument in the other arm, which was then passed to the assistant who used a grasper to remove from the patient. All fragments were retrieved as the surgeon performed a visual inspection with the high-definition, magnified view with the robotic scope. No additional pieces were seen or suggested, as the surgeon stated that it appeared to be a clean break. The retrieval of the fragment did not require any additional opening of instruments or trays. No additional studies were performed as there was one fracture site and the fragment was accounted for. Upon final removal, the instrument was straightened, and no resistance was felt. No other damage to the instrument or cannula were observed once removed. At the time, the patient was still an in-patient. The instrument and fragment were available for return. An image was available; however, not attached to the email. The procedure was completed robotically with no patient injury or harm.